Event description:
Dr. Did revision surgery to remove the disassociated shell and liner. It was replaced by a zimmer shell and liner and a biolox delta ceramic head and sleeve.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were available for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported event regarding dissociation involving an unknown liner was not confirmed.

Event description:
Dr. Did revision surgery to remove the disassociated shell and liner. It was replaced by a zimmer shell and liner and a biolox delta ceramic head and sleeve.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. Additional information (including x-rays and medical records) has been requested. When completed, the investigation results will be submitted in a supplemental report.